Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced foreign matter on device cannula/in fluid path. Product defect was noted prior to use. The following information was provide by the initial reporter: customer reported that needle npe was coated and could not use it.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced foreign matter on device cannula/in fluid path. Product defect was noted prior to use. The following information was provide by the initial reporter: customer reported that needle npe was coated and couldn't use it.